Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during a case, the handpiece would not stop activating even after the activation button was released. No patient injury was reported investigation conclusion: the reported issue was not confirmed. The generator passed all functional tests with no failures found. The test device activated rf upon button press, and rf output stopped on button release for 3-pin and 7-pin test devices on both cut and coag settings. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical procedure, the handpiece would not stop activating even after the activation button was released. There was no patient injury reported.